Manufacturer narrative:
Possible under delivery anomaly not confirmed during testing. No device problem found. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 65 mg/dl at the time of incident. Customer¿s current blood glucose was 209 mg/dl. The customer¿s other blood glucose value was 75 mg/dl, 300 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value glucose tablet. Customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer reported programming was accurate. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was over delivery because having a hard time stabilizing her. Customer was unable to upload to carelink at this time. The device will be returned for analysis.